Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation, the right ventricular (rv) lead was exhibiting noise and that the implantable cardioverter defibrillator (ICD) device had an intermittent connector/header issue. The physician attempted to disconnect the rv lead and retest it, confirming that the lead itself was functioning properly. However, after reconnecting the rv lead to the device, the noise recurred. The physician then requested a new generator, and upon connecting the rv lead to the new generator, the rv noise issue was resolved and thus, it was determined that the rv lead noise was due to the device. The ICD was not implanted and was replaced, while the rv lead remains in use. No patient complications have been reported as a result of this event.